Event description:
The pt is implanted with right and left ventricular assist devices (vads) and is being supported by a portable driver. The portable driver was being powered by a/c while the pt was sitting in a chair when the portable driver began alarming low rvad and low lvad pressure. The pressure dropped, the portable driver became hot. The pt became symptomatic and required hand pumping and oxygen. The hospital stated that five batteries used with this driver have indicators that show green light (full charge) while in the battery charger, but only show 1-3 green lights (partial charge) on fuel gauge indicator on the portable driver packs. The pt was switched to a back-up portable driver driver system. The portable driver and batteries were returned to the manufacturer for evaluation.